Event description:
It was reported that the autopulse screen went blank and the device powered off while in use with a pt. The device was powered back on with the same battery, device functioned and therapy was able to be continued. This occurred three times on the same pt. Pt expired, however, customer indicated that pt outcome was not attributed to any fault associated with the autopulse platform. Add'l details were requested by the MFR concerning cause and date of death, however, customer was unable to provide this info.

Manufacturer narrative:
The customer stated that "they will keep an eye on the platform and will isolate the battery if this happens again". The platform will not be returned to zoll circulation for investigation.